Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken steel wire. The customer completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The damage was found when the instrument was removed. The electrical settings were normal during the procedure. Electrical sparks and an electrical arc were observed from this instrument. There was no instrument collision and no issues removing the instrument from the cannula. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the crimp location and the internal wire was exposed as a result. The instrument failed the electrical continuity test. The instrument was also found to have scratch marks/abrasions on both sides of the bipolar yaw pulley. The instrument also had thermal damage on the bipolar yaw pulley. There was also localized melting on the bipolar yaw pulley. Thermal damage was found near the broken conductor wire that had an exposed internal wire.